Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.

Event description:
The customer was hospitalized for blood glucose. The nurse stated that the pump stopped delivering insulin. Serveral days later, a follow up call to customer revealed that the customer has not been on the pump. The customer stated that she will start the following day. The settings in the pump were reviewed. Advised customer to call us back to troubleshoot the pump.